Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a routine follow up. Upon interrogation the ventricular lead exhibited high impedance, increased sensing and increased thresholds. A chest x-ray confirmed that the lead was fractured under the clavicle. A lead revision would be scheduled.